Event description:
It was reported that, on nov 2021, after a knee surgery, npwt was started with pico and its dressing; shortly after placement, patient experienced blistering. A hhrn discarded the pico pump and dressing, and redressed the wound avoiding the blisters. Patient is not aware of what product was used to redress the wound, but blistering continued, and the surgical site worsened. Patient sought medical advice from other doctors, because of pain, scaring to the site, and because wound looked as a chemical burn. In consequence, patient one year later has significant pain to the knee. Further information is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, on nov-2021, after a knee surgery, npwt was started with pico and its dressing; shortly after placement, patient experienced blistering. A hhrn discarded the pico pump and dressing, and redressed the wound avoiding the blisters. Patient is not aware of what product was used to redress the wound, but blistering continued, and the surgical site worsened. Patient sought medical advice from other doctors, because of pain, scaring to the site, and because wound looked as a chemical burn. In consequence, patient one year later has significant pain to the knee. Further information is unknown.the device was not returned for analysis. We have therefore not been able to confirm a relationship between the event and the device, or identify a definitive root cause.a lot number for the device was not provided, therefore it was not possible to carry out a device history review. However, there is no supporting evidence, provided or available, to suggest a device deficiency, or that the devices failed to meet specifications, at the time of manufacture.a complaint history review of the pico product family and reported failure mode revealed a small number of similar instances in the last three years.a review of historical records concluded that there are no prior escalated actions related to this product and the reported event.the pico IFU has been reviewed. This guide provides comprehensive instructions of the operation, use and limitations of the device, including guidance where sensitive or fragile skin is an issue.a clinical evaluation was completed, which outlined the following: the requested clinical documentation has not been provided; therefore, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The patient impact beyond that which has already been reported cannot be confirmed nor concluded, since the reported adverse event is ongoing, no further clinical/medical assessment can be rendered at this time. A risk management review was conducted. This review mitigated the reported issue with no further action or updates required. The probable root cause for this complaint is patient sensitivity; that the patient was sensitive to one or more of the components of the dressing, or that there was a pre-existing or concurrent medical condition that led to the reported event. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.